Event description:
Evar case abandoned due to access failure. Significant calcification in both iliac systems reducing lumen diameter in places to below IFU (noted on the sizing sheet). Access was gained; however, there was some minor vessel trauma. An angioplasty balloon was preemptively used. The vascular surgeon raised concern that give the poor vessel quality, introduction of the delivery system could cause more vessel trauma than the vascular surgeon and anesthetist were comfortable with. Given that angioplasty seemed successful in opening up the vessel, it was decided to attempt careful access with the delivery system. The delivery system tracked up well until it came up against sufficient resistance for the vascular surgeon to be unhappy to proceed. The decision was made to abandon the attempted evar. This pt went home 8 days after the abandoned evar. This pt is unfit for open repair and is not being followed up.

Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. The risks associated with this case were understood before proceeding. The pt was unfit for open surgical repair and a decision was made to attempt endovascular repair which was unsuccessful due to pt pre-existing conditions.